Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 391 mg/dl and a correction bolus was delivered to address the bg level. The cause of the high bg was not known. The customer declined tandem technical support's offer to troubleshoot. The bg level had decreased to 192 mg/dl. The customer felt that there was no issue with the pump or supplies.